Manufacturer narrative:
Customer reports leakage from the tubing/luer connection. Complaint database search of this lot number reveals this is the first complaint of this nature on this lot. Complaint information was forwarded to the manufacturing site where the device history record (DHR) review performed on the finished lot and the associated syringe assembly, nut molding, and barrel molding, records demonstrated that all product was manufactured in accordance to manufacturing specifications. No related issues were identified in the documentation review. Two samples with tubing attached were returned. The connections were reviewed and the samples were subjected to two injections each. No leakage was observed. As the complaint condition could not be confirmed or replicated, no corrective or preventive actions are warranted at this time.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
The technologist reports during a procedure they saw the linden luer connection come loose and was leaking contrast on 4-5 injections in a row, but after that it has not recurred. They were using between 600 and 800 psi on the injections. The fluid did not hit any patient or staff. No reported injury.